Event description:
During a coronary stent procedure of an extremely tortuous and calcified rca lesion, the stent dislodged. The physician experienced difficulty crossing the predilated lesion. Upon removal it was then noted that the stent had dislodged. Attempts to snare were unsuccessful and the undeployed stent remains in the patient. Patient status is listed as "okay".